Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice device during drain four of four. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and assisted the care giver (cg) to clear the alarm and end therapy. The tsr advised the hp to have the hp perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.